Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said stimulation would increase by itself whenever they used their personal therapy manager (ptm) to request a bolus from their pump. They noted that stimulation would increase until the bolus is delivered; uncomfortable stimulation was reported. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.